Event description:
In 2002 persistent leg pain progressing to bilateral leg pain over posterior thigh and calf area with/subjective sensation of numbness, worse on the left than the right. Pt also noted significant burning, constant back pain, relatively independent of activity. Has tried several conservative non-surgical treatments without success. Trial of spinal cord stimulation failed to achieve substantial relief of pain. 2 days later pain pump implanted for chronic secondary to lumbar arachrnoiditis. 11 months later low battery alarm began to intermittently trigger advice from metronic suggested that the pump had malfunctioned and needed to be replaced.